Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, as it is not related to the device. Capsular contracture: unable to observe, as it is not related to the device. Additional observations: observed, opening assessed, as surgical damage. No further actions are required, since no manufacturing issue is observed.

Event description:
Patient called, to report left side implant exchange from textured to smooth. Later, healthcare, professional called, and reported a left side capsular contracture, baker grade unknown. The device has been explanted.

Event description:
Patient called to report left side implant exchange from textured to smooth. Later, healthcare professional called and reported a left side capsular contracture baker grade unknown. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.